Manufacturer narrative:
The investigation into the patient pain is still under review. A follow-up report will be filed when further information is provided. The subject device's DHR was reviewed and there were no nonconformance's noted. It is unlikely the subject device was the cause of the reported non-fusion.

Event description:
It was reported that the subject device was explanted, because the patient complained of pain. Upon review, it was identified that there was no fusion present.